Event description:
The ge oec 9800 fluoroscopy system had the left (live) monitor flashing. Monitor issue reported.

Manufacturer narrative:
A ge oec service rep investigated the issue and by phone and found when the system was plugged into a different facility outlet, the issue resolved. Service call cancelled by customer. Facility power issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.